Manufacturer narrative:
On 11-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured into three pieces. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-sept-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 375cc mentor memorygel breast implant (catalog #: 3503751bc). The lot number is either 5816613 or 5790004. On 1-oct-2021, mentor received additional information regarding the suspected medical device. The lot # of the suspected medical device is 5790004. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced right-sided rupture postoperatively. The patient underwent bilateral removal and replacement with two 430cc mentor memorygel breast implant prostheses (catalog #: smhx430, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the right-sided device was observed to be ruptured. At the time of this report, it is unknown as to why the patient decided to undergo the revision surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.